Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: launcher 6f. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, concentric de novo lesion in the distal right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.5 x 12mm trek balloon dilatation catheter (bdc); however, the balloon ruptured at 5 atmospheres during the first inflation. The device was replaced with a non-abbott bdc and an unspecified drug-eluting stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.